Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. Cultures were taken and the patient was treated with antibiotics. The implantable pulse generator (ipg) was explanted and replaced with a leadless device. Two right ventricular (rv) leads and the right atrial (ra) lead were capped prophylactically. No further patient complications have been reported as a result of this event.